Manufacturer narrative:
C10: gore® tag® conformable thoracic stent graft with active control system and gore® viabahn® vbx balloon expandable endoprosthesis. The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). A review of the manufacturing records for this device verified the lot met all pre-release specifications. The device remains implanted and therefore, the device evaluation cannot be performed. The investigation has been concluded, gore is collecting data for the final report. Code c19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (b14). Code c21 is reflecting the upcoming results from investigations represented by codes b15, b20 and b11. W. L. Gore and associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore through the imedidata: on (B)(6) 2025, the patient had an embolization of the left subclavian artery before the next implant procedure. On (B)(6) 2025, the patient had a computed tomography angiography (cta) where maximum diameter of the aorta was measured to be 65 mm. On (B)(6) 2025, a patient presented with aneurysm in the thoracic aorta and underwent an endovascular thoracic aneurysm repair using a gore® tag® conformable thoracic stent graft with active control system (ctag) in the descending thoracic artery, a gore® tag® thoracic branch endoprosthesis (tbe) in the aortic arch and a gore® viabahn® vbx balloon expandable endoprosthesis in the left carotid artery. The procedure was completed without any complications. On (B)(6) 2026, first follow-up cta imaging was performed. The clinical site noted type ic endoleak in the sac, where tbe was implanted. According to physician, the type ic endoleak occurred due to under sizing of the ctag distally, which was planned for extension. Maximum diameter of treated thoracic aorta was measured at 61 mm. On (B)(6) 2026, angiography with pressure measurement was performed. No additional information was provided.